Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer was advised to perform the following troubleshooting steps: turning the unit off, unplugging the scope and clean the contact pins, plugging the scope back in, and turning the unit back on. Troubleshooting resulted in the image coming back to normal, but the error message was displayed again when another scope was tried. Tac team member has recommended to the customer to send the unit in for further evaluation. During device evaluation at olympus, it was found the complaint was not confirmed. The device passed all functional tests and all video output signals and images tested ok. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the video system center displayed a b30 scope communication error message when used with multiple scopes. All scopes displayed the same error and another video system was tried, but the issue was not resolved. The issue was found during the preparation for use. There were no reports of patient or user harm associated with this event.